Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was returned for cosmetic damage located at reservoir tube site/ battery tube side/ display screen found on (B)(6) 2025. The following were noted during a physical inspection: missing retainer, minor scratched lcd window, cracked select button keypad overlay, stained keypad overlay, broken battery tube threads, cracked battery compartment, scratched case, pillowing keypad overlay, and missing reservoir tube o-ring. The p-cap was unable to be locked into the reservoir compartment due to the missing retainer and reservoir tube o-ring. No damage on the reservoir tube noted; however, the retainer is missing. Missing retainer and missing reservoir tube o-ring are confirmed. Damaged battery tube side is confirmed. No crack on the lcd window noted however, it has minor scratches. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that insulin pump was cracked. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and found damage to the battery tube side, reservoir tube side and to the display. No harm requiring medical intervention was reported. Mmt-1886 was returned for analysis.